Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the device was back to normal use after cleaning the paddle tray. Based on the information available and the testing conducted, the cause of the reported problem was dirty paddle tray. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. H3 other text : the device was evaluated by customer only.

Event description:
It was reported the device failed to pass the self-check. There was no patient involvement.